Event description:
Pt reported their (side by side) meter/lab comparison test readings were 108 mg/dl (ss) versus 82 mg/dl (lab), respectively (32% difference). No symptoms were reported. Control solution test reading was in range. Replacement meter was sent to pt. Pt plans to do another meter/lab comparison next week when they visit their dr. Lfs rep reviewed qc procedures and discussed a1c test with pt. There was no allegation of harm.